Event description:
During a follow up, several episodes were observed. Two of these were stored as vf and treated by shocks. Ventricular lead noise is suspected. Noise was reproducible by arm movements. The physician decided to turn off the anti-tachycardia ICD therapies and hospitalize the patient to review the system in next week. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.